Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned. A pdf file including twenty images of angiograms was provided. On the basis of the evaluation of the images, the implantation and post-dilation of the stent in the right femoral artery as well as the placement of an additional stent inside the previously placed stent could be verified. A stent fracture with mal-alignment of the margins as well as an occlusion of the stented region proximal to the fracture site could be confirmed. On the basis of the images, there is no indication for a correlation between the stent fracture and the in-stent restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as insufficient pre- or post-dilation also may be contributing factors. The reported stent fracture may have occurred as a consequence of an irregular stent placement, e.g. An elongation during stent placement. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may lead to an irregular stent placement and subsequent stent fracture. Also a difficult vessel anatomy may be a contributing factor. In this case, pre-dilation of the lesion and post-dilation of the stent was performed. On the basis of the evaluation of the images provided, a definite root cause for the event reported could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Regarding stent fracture, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established. The safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established." Also the IFU states that pre-dilation of the lesion should be performed using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'outcomes attributed to adv ev' due to receipt of additional information. Updated 'event description' due to receipt of additional information. Updated data due to receipt of additional information.

Event description:
It was reported that one year post implantation and post-dilation of a 6 x 150 mm stent in the right proximal sfa for treatment of a 30 % residual stenosis after pre-dilation with both a 5 x 100 and a drug-eluted 6 x 150 mm balloon, an ultrasound examination showed the vascular stent to be occluded. Four days later, a stent fracture and occlusion was detected. A 6 x 170 mm stent was placed inside the 6 x 150 mm stent for treatment achieving a good flow through the vessel.

Manufacturer narrative:
As no lot number has been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one year post placement of a 6x150mm stent in the right proximal sfa, a performed ultrasound demonstrated an occlusion within the vascular stent. At this time no reported re-intervention has been performed. The indication for the initial stent placement was an occlusion of the right superficial femoral and popliteal artery. The lesion was pre-dilated with a 5x100mm balloon and a drug coated 6x150mm stent. As there was still a 30% residual stenosis, the 6x150mm stent has been placed. This stent was post-dilated with a 6mm balloon.